Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle broke during use.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as zimmer biomet does not hold the reportability. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.